Manufacturer narrative:
There was no report of patient injury. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A loaner device has been provided so the device can be investigated. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed various menus on the screen at the same time during a procedure. There was no report of patient injury.